Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. The needle misfired and pierced his son¿s cheek, about 5 cm from his left eye. The customer stated that this incident had not caused a serious injury, because he removed the needle, stopped the bleeding and 15 minutes later his son was fine.

Manufacturer narrative:
Correction: the correct date for the initial emdr is 05/09/2020.